Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
(B)(6) 2010: it is alleged that the patient underwent an epigastric hernia repair. A bard/davol mesh patch ventralex, medium circle was implanted in the patient during this repair. (B)(6) 2018: it is alleged the patient underwent removal of the defective mesh. As alleged, the patient continues to suffer pain and permanent disfigurement and chronic pain. It is alleged that the bard/davol ventralex mesh patch is defective. As alleged, the bard/davol ventralex mesh patch implanted in the patient failed to reasonably perform as intended, caused serious injury, had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh patch was initially implanted to treat. It is alleged that the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.